Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted ipg was discarded per hospital policy. No further information has been obtained despite good faith efforts.